Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for I&d with possible poly exchange due to a wound dehiscence from a fall. Upon washing out the incision it was noted that the capsule was open. Surgeon took out the poly insert to thoroughly clean out the joint and another 5 mm poly insert was opened and implanted. Fall was not related to instability of the knee replacement. No additional information available. No surgical delay reported. Doi: (B)(6) 2020, dor: (B)(6) 2020, right knee.